Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for online tdm vancomycin gen.3 (vanc3) on a cobas pro c 503 analytical unit. The initial result was 6.64 ug/ml. This result was reported outside of the laboratory. An additional result of 6.68 ug/ml was also provided for this sample. On (B)(6) 2022 a new sample was obtained and the results were 14.7 ug/ml and 14.8 ug/ml. These results were reported outside of the laboratory. Due to these results, the initial result was questioned. On (B)(6) 2022 the original sample was repeated and the result was 9.63 ug/ml. This result was not reported outside of the laboratory. The c503 unit serial number was (B)(4).

Manufacturer narrative:
The customer submitted both samples for investigation where the result from the original sample ((B)(6) 2022) was 9.9 ug/ml and the result from the 2nd sample ((B)(6) 2022) was 14.1 ug/ml. Calibration and qc were acceptable. The reaction monitors provided were for the repeat result from the original sample and the 2nd sample. The reaction monitor was not provided for the original result in question. Since calibration and qc were acceptable, both a general reagent and instrument issue can be excluded. The investigation determined the event was consistent with a sample pipetting issue which may be related to a pre-analytical issue.

Manufacturer narrative:
The component code was updated.